Event description:
On the event date, a piccolo comprehensive metabolic panel (cmp) test reported a high above normal range result (1.9 mg/dl) for creatinine (crea) with lot # 6073aa5. Based on the abnormal result, the patient was started on a 2 hour hydration treatment (1.0 liter normal saline). Previous crea test for this patient the following month, with cmp lot number 6054aa5 gave normal results (1.1 mg/dl). Repeat test for crea for this patient with a different lot of cmp (6103aa4) the next month, gave a normal crea result (1.0 mg/dl). The normal range for crea with cmp is 0.6 mg/dl to 1.2 gm/dl. At the time of the incident and based on the information provided by the customer, abaxis concluded that there was insufficient information to confirm that the cmp assay generated an erroneous crea result. The initial MDR decision in 2006 was following our procedure and we decided that no MDR was warranted. Following discussions with the FDA investigator, we understand that the FDA could have considered that the crea result may have been erroneous and that the hydration was a reportable event. Abaxis has therefore decided to submit an MDR based on the information received from our inspection. Dates of use: 2006. Diagnosis or reason for use: crea checked prior to chemo.